Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the procedure was being performed in the intensive care unit. During insertion when passing the cvc the guide wire bent and prevented it from threading. As a result, a new kit was used for the procedure. There was no delay in treatment and no patient death or complications reported. The sample was discarded.